Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they customer was hospitalized three times for diabetic ketoacidosis. The parent stated that the customer was in the emergency room the night prior to the call and she was stabilized and sent home, but she was back to the emergency room again the during the call. It was indicated that the parent was not an authorized person under the account and was advised that it was the daughter that we needed to speak with. There was no further assisted provided. No product will be returned for analysis.